Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure at the end of (B)(6) 2011. Since the procedure, the patient experienced pain. In (B)(6) 2012, the patient underwent a revision and part of the sling was removed. The patient underwent a second revision in (B)(6) 2012 because she still experienced pain. Currently, the patient has discomfort and is still in pain, mainly after urination and described as a burning pain.